Manufacturer narrative:
The returned versacross access solution was analyzed, passed all tests performed, and exhibited normal device characteristics. He reported allegation is not confirmed. Testing and analysis of the returned sheath and dilator did not provide substantial evidence of causing difficulty advancing the device through the septum. The investigation conclusion code, cause not established was selected based on the information provided within the event description and the results obtained during investigation of the returned product. Cause not established is supported by the following objective evidence: in house inspection during manufacturing confirms that all sheath tips have concentric tip, and no tip rollback observed from test results of part ii: tip transition deformation check from dhf tss 6.10.6. At this point, it can be concluded that unknown factors most probably contributed to the event. Field b3, date of event has been populated with the first day of february as an approximate, since only the bsc aware date has been provided, no event date is available.

Event description:
It was reported that during a procedure, a versacross sheath was selected for use. During the procedure it was difficult to cross the septum. No further details were reported. No patient complications were reported. The lot number provided could not be populated in the system. It was further reported that the physician believes it was tortuous anatomy with calcium build up on the septum. He believes the transition from the dilator to the sheath gave them issue. They ended up trying a new sheath and crossed just fine. He said this is a pretty common event when there is a lot of calcium build up on the septum

Manufacturer narrative:
Date of event has been populated with the first day of february as an approximate, since only the bsc aware date has been provided, no event date is available. Field d2b. Pro code (product code): dxf, dyb. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a versacross sheath was selected for use. During the procedure it was difficult to cross the septum. No further details were reported. No patient complications were reported. The lot number provided could not be populated in the system.